Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose was 270-361 mg/dl. Reportedly, troubleshooting with tandem technical support was not performed as the customer already changed the infusion set and resumed insulin delivery.